Event description:
It was reported that the patient experienced a leaking cartridge during a full supply change, after which replacing the cartridge allowed tubing to fill and drops to be observed, and glucose remained stable. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed that the issue resolved after replacing the cartridge and completing the priming process. No adverse clinical effects reported. Outcomes included no alerts or alarms and stable glucose without medical intervention. It was concluded that the device functioned as expected after full supply change with no further action was required.